Manufacturer narrative:
On 18-may-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with two vizigo sheaths that had different issues. After the device was inserted into the patient's body, impedance became indeterminate at the electrodes and could not be recognized, so ablation could not be performed. Then reverse blood was observed from the hemostatic valve. The bleed back was a few drops, the exact amount unknown. The sheath was replaced. However, after the second sheath was inserted, air continued to be introduced through the side port. The catheter was removed and reinserted straight but the issue was not resolved. The sheath was replaced and the procedure continued. No air entered the patient's body during either incident. No patient consequences were noted. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub afterward, a dilator sample was introduced into the sheath, but no valve was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed as the valve condition could be related to the failure reported. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with two vizigo sheaths that had different issues. After the device was inserted into the patient's body, impedance became indeterminate at the electrodes and could not be recognized, so ablation could not be performed. Then reverse blood was observed from the hemostatic valve. The bleed back was a few drops, the exact amount unknown. The sheath was replaced. However, after the second sheath was inserted, air continued to be introduced through the side port. The catheter was removed and reinserted straight but the issue was not resolved. The sheath was replaced and the procedure continued. No air entered the patient's body during either incident. No patient consequences were noted. There are two reports for the vizigo sheaths. This report is for the second device with the air flow in the side port.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).